Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with an umbilical vessel catheter (uvc). The customer reports the uvc is cracked and is leaking just below the hub where the catheter is joined. The date of insertion is unk but the uvc was found to be leaking the same day as placement. The customer reports using a luer stub, manufactured by another MFR to temporarily repair the leaking uvc. The customer reports the line was cut approx 1" from hub to repair the line. The status of the pt is unk.

Manufacturer narrative:
Submit date: 05/02/2011. An investigation is currently underway. Upon completion, the results will be forwarded.